Event description:
It was reported that during a drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician deployed a taxus express2 3.0 x 28 mm drug eluting stent in the obtuse marginal. The physician had predilated the lesion with a maverick balloon. The taxus stent was deployed at 15 atms on the first inflation and the balloon deflated properly. There was some resistance noted while attempting to remove the stent balloon. The balloon appeared to be sticking to the stent and possibly the lesion as well. The physician was able to remove the balloon intact by pulling on the catheter. The pt is reported to be satisfactory with no injuries or complications reported.